Event description:
It was reported that the patient presented to the hospital, and it was noted that the right ventricular (rv) threshold rose over time. The rv lead was capped and replaced on (B)(6) 2024. The patient was stable prior to, during, and after the procedure.